Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was associated with a maintenance issue related to the device out of calibration . The operational verification procedure was performed and passed. Having met manufacture specifications the device was returned for use.

Event description:
The customer reported an intermittent auto-cycle during setup on this ventilator device. The customer stated no patient involvement with this event.